Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2023, the patient experienced a skin infection and three dime size purple and blue marks under the sensor pod area only. On (B)(6) 2023, she consulted her physician who prescribed an oral antibiotic medication (keflex, unspecified dosage). At the time of report, she still had soreness, skin discoloration (mark), and an infection in the area, but she declined to provide additional information. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).